Event description:
This is a skilled nursing facility. We have a mechanical lift that we use to transfer residents. The specific lift we use is a guldman lift. One of our cnas was transferring a resident from her wheel chair to her bed and the lift sling became unhooked and the resident fell out of the lift to the floor. The resident only rec'd a small scratch and a superficial bruise to a finger, so there were no severe injuries. According to my investigation it appears the loop was not hooked properly at the time of transfer. The actual lift appears in good working order with no parts bent or abnormal. The lift is only one year old. I am reporting this upon request of the dept of aging as I reported this incident to them for investigation reason.